Event description:
Event occurred in china. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The high blood glucose (16mmol/l) was treated by insulin pump.

Manufacturer narrative:
E1:name (B)(6).street (B)(6). City (B)(6). State (B)(6). Zip code (B)(6). Request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.based on the available information, this event is deemed to be a serious injuryto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545..manufacturing site: 3003442380.